Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed the dull scissors complaint. The instrument was placed on an in house da vinci system for a latex cut test and failed testing. The instrument's scissors did not cut cleanly through 0.006 latex and the latex was snagging at scissor tips. The blade edges were not damaged but the edges exhibited wear at the tips, negatively affecting cut performance. Additional observations not initially reported by the customer were a cracked main tube and tube extension. The distal end of main tube exhibited a hairline crack in the axial direction. The tube extension was cracked at the distal end, next to one of the keys that mates with the proximal clevis. Engineering noted that tube extension may likely cracked due to excessive side loading or other mishandling/misuse. Electrical continuity testing was performed and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si surgical procedure, the user facility reportedly identified dull scissors on the monopolar curved scissors instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.